Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery (ata). A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different size balloon catheter. No patient complications were reported and the patient's status was fine.